Event description:
The customer reported beeping alarm and receiving a technical error 51 in history. No adverse reactions were reported during the use of the device. Technical error 51 (defective speaker) triggers an alarm and stops the pump. The device and power cord were received. The evaluation confirmed customer reported issue of error 51 in history as the error was found in during the review of the device history event log. The replacement of the speaker and flex ic resolved the reported issue. The evaluation also found an abnormal noise coming from clamp motor. The replacement of the clamp motor assembly resolved the issue. After repair, the device was found to meet specification.